Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 2 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, log file analysis indicated optical fiber 2 did not meet specifications for optical properties and contact force was lost during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue and subsequent delay could not be conclusively determined.

Event description:
Related manufacturing ref: (B)(4). During a premature ventricular contraction (pvc) ablation, two ablation catheters did not report contact force. The equipment was checked and the catheter was removed and inspected. Another catheter was inserted and the same issue occurred. A third catheter was used to complete the procedure with no adverse consequences to the patient.